Event description:
It was reported that after deployment of the stent graft at the venous anastomosis of an av graft in the upper arm, it was observed that the distal marker band of the delivery system had detached and embolized to the left pulmonary artery. Reportedly, the system was advanced to the treatment site without an introducer sheath. There was much resistance during initial deployment. As the delivery system was being retracted, the stent graft unexpectedly deployed at the intended target site in the venous anastomosis of the graft. The marker band was left in place with no plans to remove it. The pt is asymptomatic and is reported to be doing fine.

Manufacturer narrative:
The lot number for the device has been provided and a review of the device history records is currently being performed. The stent graft remains implanted. The delivery system has been returned for eval. The investigation is currently underway.